Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed longevity of less than six months remaining eight months ago, and recently was on elective replacement time (ert) in the gauge. Boston scientific technical services (ts) discussed on magnet rate at eri and would see a date ert was triggered. Moreover, this battery stayed less than six months remaining for a long time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed longevity of less than six months remaining eight months ago, and recently was on elective replacement time (ert) in the gauge. Boston scientific technical services (ts) discussed on magnet rate at eri and would see a date ert was triggered. Moreover, this battery stayed less than six months remaining for a long time. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.